Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, completion angiogram revealed a dissection that was presumably caused by insertion of the enroute arterial sheath. An unplanned additional stent was placed to cover the dissection. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.